Event description:
It was reported that scale marking error occurred with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "the scale was misaligned."

Manufacturer narrative:
Level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 5th related complaint for scale misaligned on lot # 8295667. Investigation summary: customer returned (8) 1/2cc, 12.7mm, 29g syringes in an open poly bag from lot # 8295667. Customer states that the scale was misaligned. All returned syringes were tested using the plug gauge and the placement of the 5 unit scale marking fell out of specification on 7 out of 8 samples. See attached photos. A review of the device history record was completed for batch# 8295667. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for ink rings. There was one (1) notification [(B)(4)] noted for missing scale lines. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing under investigation child (B)(4), "on 09sep2019, holdrege received (8) 0.5ml, 29ga x 12.7mm syringes and an open polybag from material 326666, batch, 8295667. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringes found that the zero lines were located at different distances from the barrel tip. The needle assemblies were removed from all of the syringes. There was no visible damage to the barrel tips. The syringes were tested per (B)(4) using plug gauge, ID# (B)(4). The 5 unit scale line fell within the recessed area of the plug gauge on syringe #1, but did not fall within the recessed area for syringes #2 - #8. Per (B)(4), if accuracy of scale location is questionable, volumetric testing is to be performed. All syringes had volumetric testing performed per tp700119. Volumes are measured at the 20 and 50 scale lines. Per the chart in section 6.5 of (B)(4), the spec range at the 20 is 0.1881-0.2110g, and the spec range at the 50 is 0.4739-0.5238g. These specifications are in alignment with iso 8537. All syringes passed volumetric testing using calibrated scale, ID# 13716, and are within volumetric specification. The volumetric results ensure that dosing is accurate. Results are below: sample 1 volume u-100 20 units 0.1925 volume u-100 50 units 0.4839. Sample 2 volume u-100 20 units 0.2028 volume u-100 50 units0.4928. Sample 3 volume u-100 20 units 0.2025 volume u-100 50 units 0.4903. Sample 4 volume u-100 20 units 0.2007 volume u-100 50 units 0.4866. Sample 5 volume u-100 20 units 0.2002 volume u-100 50 units 0.4868. Sample 6 volume u-100 20 units 0.2009 volume u-100 50 units 0.4888. Sample 7 volume u-100 20 units 0.2006 volume u-100 50 units 0.4897. Sample 8 volume u-100 20 units 0.1942 volume u-100 50 units 0.4841.

Event description:
It was reported that scale marking error occurred with a syringe 0.5ml 29ga 1/2in 7bag 420cas. The following information was provided by the initial reporter, "the scale was misaligned."

Manufacturer narrative:
The changes are as follows: medical device catalog #: 326666. Medical device lot #: 8295667. Medical device expiration date: 2023-11-30. Device manufacture date: 2023-11-30. Medical device brand name: syringe 0.5ml 29ga 1/2in 7bag 420cas.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred with a syringe 0.3 ml 29ga 1/2 in. The following information was provided by the initial reporter, "the scale was misaligned."